Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/1/2017 with the following findings: keypad surface is detached from pump. Battery compartment crack traveling to bumper pad. Battery compartment crack between the bumper pad and cover. Display very dim with reddish hue.

Event description:
The pump was returned for investigation. Investigation revealed a dim display and multiple cracks in the battery compartment. This report is made based on results of investigation completed on 6/1/2017.